Event description:
During pretreatment testing, the machine would not go into bypass during dialysate alarms. The facility machine tech manually created the alarms and the dialysate still did not bypass the dialysate lines. The machine was not used for a treatment. Following the advice of the MFR, the lp430-1 board was replaced and appropriate machine response to dialysate alarms was verified. The board has been returned to the MFR for investigation. If the investigation shows that malfunction of this board could have caused or contributed to the machine problem, a follow up report will be sent.

Manufacturer narrative:
Block f was completed by the MFR. There was no pt involvement.